Event description:
The patient had reportedly been experiencing swelling at the implant site. The patient was unable to wear the external processor consistently. On (B)(6) 2013. The patient was first treated with augmentin for ten days, and rifampin was prescribed for the last five days of treatment. On (B)(6) 2013, the patient resumed use of the external processor when the swelling subsided.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The patient's device remains implanted. This is the final report.